Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right atrial (ra) lead were exhibiting an increase in pacing threshold and impedance measurements following a previous rv lead revision procedure. Additional information received now indicated the impedance measurements had increased to greater than 2,000 ohms. A revision procedure took place and once the lead was disconnected from the device and tested through the pacing system analyzer (psa) the pacing impedance measurements returned to 350 to 400 ohms. Threshold measurements also decreased to 0.6 v at 0.5 ms. The device was explanted and replaced. The ra lead remains in service. No additional adverse patient effects have been reported as a result of the prevision procedure.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All set screws operate as expected. Additionally, seal ring marks were visible in the ra port indicating there was sufficient lead insertion depth. A review of the device memory indicated an increasing ra lead impedance from (B)(4) 2010 to present with some readings showing >3000 ohms. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this report will be updated.